Manufacturer narrative:
It was confirmed that the cot could be loaded/ unloaded manually. It was also confirmed that the customer is aware of the proper way of loading and unloading the cot manually.

Event description:
It was reported by repair order that transfer will not unlock from the foot anchor trigger and stops mid point preventing unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair order that transfer will not unlock from the foot anchor trigger and stops mid point preventing unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.